Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2,000 mcg/ml] at a dose of 1,009.6 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient went in to the managing physician¿s office for a pump refill on (B)(6) 2017 where the nurse heard the pump alarming. The logs were checked and the nurse became aware of the motor stalls and informed the representative of the motor stalls. It was noted that the patient had not had an MRI (magnetic resonance imaging). The pump was interrogated as troubleshooting performed and showed the event of two motor stalls. The surgeon then realized that the pump needed to be replaced. Surgical intervention occurred as the pump was replaced on (B)(6) 2017. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). It was indicated that the pump would be returned by the hospital. The patient weight and medical history was unknown and other medications that the patient was taking at the time of the event could not be obtained. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's pump was alarming; it was interrogated to find motor stalls. It was stated that the patient had not had any magnetic resonance imaging (mris) prior to the motor stalls occurring. It was reported that the pump was replaced on (B)(6) 2017 and the reason for removal was device-related due to the motor stalls. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No rotor or dye studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
Review of the pump logs confirmed multiple motor stalls occurred, and destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.